Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the system revision, the physician tried to place the his bundle lead, but was not able to get a good his position. It was noted that the patient experienced pre-syncope prior to the system revision procedure. The lead was not used, and the decision was made to use the existing left ventricular (lv) lead, which remains in use. No further patient complications have been reported as a result of this event.